Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter; during an appendectomy, when trying to use the device the jaws would not close. Another device was used from another lot in order to complete the case.